Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3889-28, lot# v381111, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with her device or therapy but had not sought further help.

Event description:
It was reported that a patient was in renal failure in 2009. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.